Manufacturer narrative:
The coblator ii system controller is reported as returning to arthrocare for evaluation. To date the controller has not been returned. After the device evaluation and device lot history review are completed, a f/u report will be provided. A second device used in the same procedure was filed under MDR 2951580-2011-00048.

Event description:
The pt underwent a tonsillectomy procedure using a coblator ii system and an evac 70 xtra plasmawand with integrated cable. The system's set point level allegedly changed on its own from set point 5 to set point 2 and did not coagulate the surgical site effectively to stop the patient's bleeding. The surgical site was cauterized with a diathermy instrument to stop the bleeding. There was a delay in surgery of approx 30 minutes. Pt was reported as dong fine after the procedure and no add'l treatment is required.